Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the circumflex artery, the balance middleweight (bmw) elite guide wire was positioned and a non-abbott stent was deployed. Post dilatation was completed with a non-abbott balloon dilatation catheter (bdc), however, after balloon deflation the catheter could not move for withdrawal. The bdc and bmw were removed as a single unit from the anatomy; the bmw was able to be removed form the bdc outside the anatomy. The procedure was completed without adverse patient effect or a clinically significant delay. No additional information was provided.